Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the clinic with reports of increasing flows and high watts on the left ventricular assist device (lvad). Data analysis showed a flow increase over the last 14 days, which haven't been outside the long-term individual variations of the values in the past. The values also were not outside normal values. Pump thrombus was suspected. Hemolysis parameters were increased. The patient was sent home and instructed to return the following day. Hemolysis parameters increased further but power did not increase, so lysis therapy was started. After lysis therapy, the flow decreased to half. Pulsatility also strongly decreased. An obstruction of the outflow graft was suspected. This was confirmed by an angiography. The outflow graft was stented and after this the flow was back to normal values and the hemolysis values also normalized. The lvad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed a decrease in power consumption and estimated flow starting on september 13, 2017 followed by an increase in power consumption starting on september 14, 2017. Multiple low flow alarms have been logged since september 14, 2017. 1 high watt alarm was logged on september 14, 2017, confirming the reported "high power" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flows observed in the log files can be attributed to thrombus at the inflow cannula and outflow graft. It is likely that this thrombus got ingested into the pump further triggering the high watt alarm. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.